Event description:
It was reported that during the treatment of a 9cm bleeding aneurysm in the uretor, the physician accessed one of the arteries feeding the aneurysm with a guide catheter and attempted to position the embolization coil. A portion of the coil was advanced however, resistance was encountered. An attempt was made to withdraw the coil. In doing so, it appeared on fluoro, the coil prematurely detached. As the delivery pusher was removed proximally, the lead wire separated from the core wire of the delivery pusher. During the manipulation, the user indicated the device broke about 20cm past the end of the device in the profunda. No attempts was made to retrieve the broken portion. Additional azur coils were used to complete the procedure. The bleeding was stopped and the pt was stable. On (B)(6) 2012, the pt was reported to be fine.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the device returned with the implant detached from the delivery pusher. The implant is completely stretched and fractured at approx 22.0" from the proximal end. Two broken segments are returned, the proximal marker band is present on one of the coil segments. The distal segment with detachment zone is not included. The delivery pusher was broken at approx 53.0" from the proximal end. The device lead wires are completely removed from the core wire of the pusher and returned in a knotted mass. The device could not be tested for electrically continuity as it was broken in half. The root cause of this complaint can not be determined as the entire device was not returned for eval. We can not determine if the catheter used with this device attributed to this incident as it was also not included for eval. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.